Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from an edwards field clinical specialist, 4 years and 4 months post implantation of a 26mm sapien 3 valve in aortic position, the patient was treated with a 26 mm sapien 3 ultra valve due to significant intra-valvular aortic regurgitation and stenosis. The patient presented with short of breath. The patient was stable post procedure.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for structural valve degeneration was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. As noted, patient had ckd (chronic kidney disease) stage 4, and history of endocarditis. The ckd is a known factor that may increase the risk of valve calcification leading to early valve degeneration. Additionally, previous endocarditis can potentially damage leaflet resulting in accelerated deterioration of the valve or dysfunction of the valve. As such, available information suggests that patient factors (ckd, endocarditis) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards field clinical specialist, 4 years and 4 months post implantation of a 26mm s3 valve in aortic position, the patient was treated with a 26 mm s3 ultra valve due to structural degeneration of the valve as evidenced by increased transvalvular gradient, suggestive of severe prosthetic aortic stenosis, and mild-moderate aortic intra-valvular regurgitation. The patient presented with short of breath. The patient was stable post procedure.